Event description:
A 3.5mm diameter x 11mm length nc stormer over the wire (otw) balloon dilatation catheter was used in a patient to post dilate a stent deployed in the prox lad. Communication from the field confirmed that, when the relevant device was advanced over the guide wire, it could not be advanced due to a fracture in the distal body of the wire. The damaged guide wire was removed and the relevant device was advanced over another guide wire; however it was reported that during inflation of the balloon, when the inflation pressure reached about 4-6 atms, contrast leak from the balloon was noted. The balloon was immediately withdrawn. Angiographic images revealed no flow in the left coronary system. The patient became hemodynamically instable and was very hypotensive. Cardiac arrest was confirmed. Prolonged cardiac resuscitation was performed. Iabp support was also required. The patient was then transferred in intensive care and became stable. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: (root cause of the balloon burst cannot be determined); (cardiac arrest).